Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician was unable to advance the stylet through right atrial lead. The right atrial lead was removed and replaced. No patient consequences were noted.